Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Mechanical inspection revealed the helix electrode consistently extended and retracted within eight turns. Helix, fully extended, measured .074 inches within specification. Primary analysis findings: no anomalies found.

Event description:
It was reported, during the implant procedure, the helix would not extend or retract. Consequently, this lead was withdrawn. No patient complications have been reported as a result of this event.